Event description:
It was reported that there was blurry image with the subject device. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and update of the fields. Updated fields: g3, h2, h3, h6, h11. The device was returned to the repair location for the evaluation and customer reported failure was confirmed, blurry image was due to image out of field of view. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, dents and scratches on outer tube, loose lightguide adaptor, stains under lightguide cover glass, and minor cracks on video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was blurry image with the subject device. The issue occurred during reprocessing. There was no patient involvement.